Manufacturer narrative:
Additional information was received on september 02, 2015. Third party manufacturer reviewed the routers used to manufacture lot# 13vm528516 and it was determined there were no deviations or discrepancies noted. The lot was manufactured without incident. The retain samples for this lot were inspected and they were found to be functional and non-defective. No previous investigations are available. After a thorough batch review, no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No sample has been received. Should a sample be received for the complaint, the case will be re-opened and investigated. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. A replacement device was sent to the facility. Note: issue occurred on (2) separate cases. A separate 3500a form has been completed for the other case. No additional info has been provided to date. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014.

Event description:
It was reported the balloon was unable to deflate prior to being inserted into the patient.